Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) fiber optic connector is broken. There was no patient involvement.

Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). The getinge field service engineer (fse) during the preventative maintenance (pm) found that fiber optic extension cable connector is broken, he disassembled, removed and replaced damaged part and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.